Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 17-jun-2025, UDI#: (B)(4) h3. Analysis of the communicator found micro usb charge port is loose, device not powering on after 1.5 hours, and tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the communicator was not charging and was no longer working. The patient stated the issue had been going on for probably 2 weeks and had been getting worse and worse. The patient attempted to reset the device, but the light did not come on. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator.